Event description:
It was reported that during the procedure the fiber detached from the sheath after 168,069 joules and 17.28 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber detachment from the sheath was not identified as functional evaluation confirmed that there were no breaks along the fiber body. Analysis identified the glass cap was moving independently within the metal cap indicating glue failure. It is probable that the identified tissue adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in cooling saline flow. Continuous elevated temperatures can lead to fiber damage, including glue failure. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. As per the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although, analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of the heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the information available, there is no report of patient harm and the procedure was completed with a second fiber. It is unlikely that the identified glue failure, could cause or contribute to the patient harm if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the glass cap was moving independently within the metal cap indicating glue failure. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited moderate debris adhesion on the surface which is indicative of prolonged tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there were no breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the identified glass cap moving independently within the metal cap due to glue failure is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap moving independently due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the procedure the fiber detached from the sheath after 168,069 joules and 17.28 minutes of use. A second fiber was used to complete the procedure.